Manufacturer narrative:
A pd evaluation has been conducted. The report indicates that the reported device 03.632.001 and similar device 03.632.036 are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides (reference #j9698-d, j9699-d and j9700-d) illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received part 03.632.001 lot # 6611821; it was confirmed that the distal tip shows minor damage to the threading. The associated drawings (03_632_001+_036 rev j, and 03_632_001_1+036_1 rev c) were reviewed. These changes, made in april 2011, were performed to address the hazard of this complaint for reducing the occurrence. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium in dco (B)(4); the received instrument was manufactured in november 2011, after the implementation of these changes. As this complaint condition has not been mitigated by the previously implemented design change, a design and material review should be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the holding sleeves were worn along the threading portion at the tips of each device. This issue was discovered after the devices were cleaned, it was reported there was no patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The device history review reported the following: magnum manufacturing center manufactured the holding sleeve ¿ long for matrix, p/n 03.632.036, lot number 6676662. The supplier¿s certificate of compliance, dated (B)(4) 2011, for lot number 6676662, indicates the parts were manufactured and conformed to p/n 03.632.036, revision ¿j¿. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number (B)(4), revision ¿p¿. The documented inspection results, dated (B)(4) 2010, indicated the dimensions inspected and documented. The lot was inspected and accepted per the synthes data sheet, completed on (B)(4) 2011 and the synthes data sheets, post ep, completed on (B)(4)2011. There were no complaint-related anomalies, material review reports or nonconformance reports associated with this lot. 49 parts were released to the warehouse on (B)(4) 2011. P/n 03.632.036 is made from the tabulated drawing, p/n 03.632.001, revision ¿j¿, released on july 12, 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.